Event description:
It was reported to the manufacturer that the vns pt experienced an increase in seizure activity following end-of-service generator replacement surgery. Diagnostic tests performed on the pt's device revealed proper device function. The relationship between the increase in seizure activity and the pre-vns baseline is unk. The relationship between vns therapy and the increase in seizure activity is unk. Medication and programming setting changes were made to help with the increase in seizure activity. Follow-up revealed that the interventions taken resolved the reported event. Good faith attempts to obtain additional info regarding the pt's reported event have been unsuccessful to date.